Event description:
(B)(4).

Manufacturer narrative:
Document review: amistem h femoral stem size 2 lat - ref. 01.18.142 / lot 123318 ((B)(4) stems produced). All parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization cycles. (B)(4) stems belonging to this lot have been already implanted and no other incidents have been reported up to now. From the x-rays the leg looks shorter than what it should be and this is likely related to a surgical mistake. From the data collected, we do not have evidence that the event is device related.

Manufacturer narrative:
The x-ray taken after the incident were submitted to a surgeon acting as medical consultant for medacta. According to him the stem is undersized, due to the shape of proximal femur and to the size of stem the primary stability is on level of neck resection and there is no distal pressfit. On the dorsal neck region there is soft bone and with weight bearing a fracture occurred and the stem subsided. For these cases, he suggests cemented stems.